Manufacturer narrative:
Additional information was received that the lead was explanted. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. X-ray examination of the lead revealed that a guide wire of finishing wire was left inside of the lead. Several bens were observed on the wire and some of the bends showed conductor coils were fractured. The reported clinical observed were confirmed through laboratory analysis.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this left ventricular (lv) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements greater than 2,500 ohms. Additionally, the patient experienced shortness of breath (sob). It was reported that the patient had been lost to follow up for two years. A lead fracture was suspected, however, was unable to be confirmed through x-ray imaging. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.